Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy and cine were not working, as there were issues with hardware/mechanical in the flashlight high end kit. Fse replaced flashlight high end kit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that fluoroscopy and cine were not available on the system. There was no report of harm. Philips has started an investigation of this complaint.